Event description:
It was reported that clear, white, or black particles were observed in two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The issue was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: device manufacture date: november 10, 2021 - november 11, 2021. H10: the actual devices were not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph did not identify any abnormalities that could have contributed to the reported condition. The reported condition is not clearly observed via the provided photographs and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: g3: date received by MFR in the initial MDR is being corrected to 06/27/2022 (previously reported as 06/28/2022). Should additional relevant information become available, a supplemental report will be submitted.